Manufacturer narrative:
A united states customer contacted siemens to report a falsely elevated carcinoembryonic antigen (cea) patient sample that was obtained on an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) patient sample was obtained on an atellica im 1600 instrument. The initial result was reported to and questioned by the physician(s). The same sample was repeated on same instrument twice and an alternate atellica im 1600 analyzer. A new sample was drawn and repeated on the alternate atellica im 1600 analyzer as well. The repeat result from the initial instrument using the initial sample was reported, as the corrected result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carcinoembryonic antigen (cea) patient sample.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00276 on 18nov2021. Additional information (02dec2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens was able to rule out that the event was not associated to a calibration or primary pack issue. A review of the instrument data did not indicate an issue with the analyzer that led to the elevated result. The sample was drawn in a greiner bio-one cuvette blood collection tube (red top tube serum separator) and the customer did not how long the sample was allowed to clot or how it was centrifuged because it was processed off site. Contributing factors such as sample integrity, preanalytical variables potential sample mixing or delivery issue could not be ruled out. System was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.